Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 27.3 mmol/l. The customer stated that prior to the event, he had been vomiting and experiencing elevated blood glucose levels. The customer also stated that he last changed his infusion set the day before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.